Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and mildly calcified left anterior descending (lad) artery. A 2.00mm x 9mm maverick²¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.